Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 9 months post implant of this bioprosthetic mitral valve the patient presented with worsening shortness of breath secondary to heart failure. Medical treatment was initiated and the patient developed hypoxemic respiratory failure requiring intubation four days later. At this time the patient was in atrial fibrillation (afib) and rapid ventricular response (rvr) with hypotension, requiring ionotropic medications. The patient was diagnosed with klebsiella pneumonia and (B)(6) septicemia. The physician was concerned about endocarditis. Transesophageal echocardiogram (tee) seven days post admission revealed mitral valve stenosis and severe mitral regurgitation. No vegetation was present on tee. Right heart catheterization showed pulmonary hypertension and an intra-aortic balloon pump (iabp) was placed. Sixteen days post admission the patient underwent mitral valve replacement with a bioprosthetic valve. The patient was discharged to the ICU on intra-aortic balloon pump (iabp) and multiple ionotropic medications.